Event description:
Revision for tibial tray fixed cemented subsidence 2 years and 11 months post-primary. Tibial component revised successfully.

Manufacturer narrative:
Batch review performed on 03 july 2023: lot 1905248: (B)(4) items manufactured and released on 03-dec-2019. Expiration date: 2024-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.